Manufacturer narrative:
At the one year follow-up after the study index procedure, the patient was reported to have experienced an adverse event (ae) of endoleak type ii causing small aneurysm enlargement. A spiral computed tomography (CT) scan with contrast was done. The device was observed to be intact and patent. The aneurysm status was excluded. A minimal dimensional increase in the aneurysm due to the presence of an endoleak was documented. However, no other action or secondary aaa intervention was indicated. The event was unrelated to the study devices and/or to the procedure. At the two year follow-up after the study index procedure, the patient had undergone an abdominal computed tomography (CT) scan that confirmed an increase of the aneurysm size (51mm versus 46 mm). The patency of the endovascular implant was observed however there was the presence of endoleak type ii. This endoleak type 2 resulting in the abdominal aneurysm enlargement adverse event (ae) was considered as a serious adverse event. This required the patient to had 3(three) days of hospitalization and discharged for a while. After a month of further investigation and planning, secondary aaa intervention and embolization of the lower mesenteric artery were performed. The event was probably related to the index procedure and unlikely related to the incraft device. Approximately three years after the study index procedure, the had undergone computed tomography (CT) scan to check the post embolization intervention done on previous year and it was still reconfirmed the presence of the type ii endoleak. This required the patient had five days hospitalization, during which a manifestation of sepsis due to right forearm thrombophlebitis was observed. An explant intervention was indicated to manage the sepsis infection and/or the endoleak however was canceled since the patient was in an inoperable condition. The patient had a serious bacterial infection and was transferred to the infectious diseases department. The sepsis was treated with medication treatment. The outcome resolved and the patient was discharged. As reported by the insight study, approximately at the four year follow-up after the study index procedure the patient was brought to the emergency room for a chief complaint of abdominal pain. Therefore, a spiral computed tomography (CT) scan with contrast was made documenting an aneurysmal bag size increase or noted to have an aneurysmal enlargement. This bulging of the anterior lateral wall of the aneurysm was observed to have a 17 mm and thickness of 7 mm. This required the patient to had two days of hospitalization. Medication treatment was made possible and the patient was discharged. The patient was also on medication of beta-blockers & anti-coagulant meds. The event was probably unrelated to the index procedure and the incraft device. The device was not returned for analysis. A product history record (phr) review of lot 17207265 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿abdominal aortic aneurysm enlargement¿ and ¿chronic abdominal pain¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Patient factors may have contributed to the reported event. This is an ongoing and chronic issue for this patient, who has undergone previous intervention to thrombose the retrograde flow culprit vessel (inferior mesenteric artery) possibly without long term success. The abdominal aortic aneurysm enlargement is likely a consequence of this, with abdominal pain the symptom of the enlargement. Type ii endoleaks account for approximately 40% of all endoleaks encountered in clinical practice and are the most common. They occur when there is retrograde flow of blood into the aneurysm sac via an excluded aortic branch, most commonly the inferior mesenteric artery or a lumbar artery. Many type ii endoleaks close spontaneously over time. As such at many institutions these leaks are not treated immediately; watchful waiting is employed and if the leak persists it is treated by embolizing the branch vessel. There is a complete seal around the graft attachment zones so the complications are not directly related to the graft itself. Type 2 endoleak occurs in up to 20% of patients after endovascular aneurysm repair (evar). Type ii endoleaks tend to be benign in nature, carrying little, if any, potential for aneurysm enlargement and rupture. As such, most patients require follow up and observation only. According to the safety information in the instructions for use ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported by the insight study, approximately at the 4 (four) year follow-up after the study index procedure the patient was brought to the emergency room for a chief complaint of abdominal pain. Therefore, a spiral computed tomography (CT) scan with contrast was made documenting an aneurysmal bag size increase or noted to have an aneurysmal enlargement. This bulging of the anterior lateral wall of the aneurysm was observed to have a 17 mm and thickness of 7 mm. This required the patient to had 2 (two) days of hospitalization. Medication treatment was made possible and the patient was discharged. The patient was also on medication of beta-blockers & anti-coagulant meds (seleparine 1 mg). The event was probably unrelated to the index procedure and the incraft device. Approximately 3 (three) years after the study index procedure, the patient was reported to have a not serious adverse event (ae) of pseudoaneurysm of the arterial-venous (av) fistula. A compressive dressing was provided as an intervention. Also, the patient had undergone computed tomography (CT) scan to check the post embolization intervention done on previous year and it was still reconfirmed the presence of the type ii endoleak. This required the patient to had 5 (five) days. During the patient¿s hospitalization, a manifestation of sepsis due to right forearm thrombophlebitis was observed. An explant intervention was indicated to manage the sepsis infection and/or the endoleak however was canceled since the patient was in an inoperable condition. The patient had a serious bacterial infection and was transferred to the infectious diseases department. The sepsis was treated with medication treatment. The outcome resolved and the patient was discharged. At the two (2) year follow-up after the study index procedure, the patient was reported to have an adverse event (ae) of diabetes type ii. The patient had a series of routine exams that revealed an elevation in blood glucose values (134 mg / dl). Therefore, an anti-diabetes (metformin) was added to the patient maintenance medication regimen together with other medications (statin, ace inhibitors, beta-blockers and anticoagulant (warfarin). The patient had undergone an abdominal computed tomography (CT) scan that confirmed an increase of the aneurysm size (51mm versus 46 mm). The patency of the endovascular implant was observed however there was the presence of endoleak type ii. This endoleak type 2 resulting in the abdominal aneurysm enlargement adverse event (ae) was considered as a serious adverse event. This required the patient to had 3(three) days of hospitalization and discharged for a while. After a month of further investigation and planning, secondary aaa intervention and embolization of the lower mesenteric artery were performed. The event was probably related to the index procedure and unlikely related to the incraft device. At the one (1) year follow-up after the study index procedure, the patient was reported to experienced an adverse event (ae) of endoleak type ii causing small aneurism enlargement. A spiral computed tomography (CT) scan with contrast was done. The device was observed to be intact and patent. The aneurysm status was excluded. A minimal dimensional increase in the aneurysm due to the presence of an endoleak was documented. However, no other action or secondary aaa intervention was indicated. The event was unrelated to the study devices and/or to the procedure.